Manufacturer narrative:
A follow up report twill be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the confidence kit¿s hydraulic pump, when connected to the cement reservoir, was not watertight. This resulted in leakage of saline and the inability to obtain pressure to advance the cement. No additional information is available at this time.

Manufacturer narrative:
A visual inspection was performed on the returned parts. Two observations were noticed, the piston in the cement reservoir was at a skewed angle and the o-ring inside the reservoir cap was broken. There were no discrepancies on the pump body, tubing and rectus connector. A functional inspection was performed to replicate the complaint confirming leakage at the reservoir cap prior to release of the pressure valve. A device history record (DHR) for the confidence spinal cmt sys, 11cc 283910000 lot: hpgbgb, and no discrepancies were observed during the manufacturing process. The lot expiration is 2014-05. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the confidence spinal cement system was conducted on the product family because the reservoir cap is common in all confidence cement kits. There has been no systemic trend of leakage at the reservoir cap. The root cause of the broken o-ring inside the reservoir cap cannot be identified. As there have been no issues identified in the manufacturing or release of this device, and there have been no systematic trend this file will be closed with no further action required.